Manufacturer narrative:
B3: event date is unknown. H3: product analysis # (B)(4), product:9560101,lot no:1911292 analysis confirmed that that there were scratches on the outer tube and clouding of the image during the acceptance inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, user facility, service repair) regarding a endoscope us ed for spinal therapy. It was reported that inspection was requested for instrument due to cloudiness(not clear). It is still unknown whether the patient is involved or not. There were no further complications reported regarding the event.